Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in dwell three of treatment. Upon removing the tubing set from the cycler, fluid leaked from the cycler. The origin of the leak could not be identified. Patient was given prophylactic antibiotics and had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.